Event description:
It was reported that prior to a biopsy procedure, the device auto fired after 2nd priming. There was no patient contact.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2025).

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2025).

Event description:
It was reported that prior to a biopsy procedure, the device auto fired after 2nd priming. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a device history record review and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt and found to be in normal condition. Also device found to be dry. The device was functionally tested and passed the tests were sequencer weldment function, switch ring rotation, safety lever, sleds of cannula/stylet and selector shaft a passes functionality testing during the assessment identified during evaluation. The force testing measurements of the cannula sled force, stylet sled force, cover force and trigger force all pass within testing parameters. It was also noted that the force of the priming the device was consistent during the cycle test. Also latch plate assembly, the lower support plate is tightly secured and cannula catch spring stylet, catch spring are not loose or bent, the stylet catch and release passes the inspection. The bushing in the cocking slide is properly seated shows no signs of movement and the cocking slide metal support for spring was well seated. The device did not contain foreign substances/debris and was clean. No other anomalies were identified. Therefore, the investigation is unconfirmed for the reported device auto fires after 2nd priming. The root cause cannot be determined as the problem could not be reproduced for the reported self activation issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2025), g3. H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a biopsy procedure, the device auto fired after 2nd priming. There was no patient contact.